Event description:
The customer reported the snubber board failed. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and repaired the snubber board. System operates as intended. (B)(4).